Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed electrical testing did not show any abnormal results. The characterizations and electrical testing are consistent with a cell at this level of discharge. No evidence of an internal mechanism for premature depletion was found during destructive analysis. All of the observations and measurements made on cell corroborate well with each other and indicate no issues with battery performance; longevity not met cause unknown; battery eri/eos.

Event description:
It was indicated that patient had replacement surgery on friday, due to early implantable neurostimulator (ins) depletion. The representative suspected that it might be due to programming. Ins had 393 ohms, 3.60 volts, 330 second, 110 hz, with 2 second on and 3 seconds off. The longevity calculation showed 22 months based on those parameters. The representative stated he was notified and he didn't have further information. There was no symptom reported with event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor. Additional information received from the manufacturer representative on 2016-03-27 reported that the device was returned last week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.